Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirms that the tip of the rod is fractured off. A search of the complaint database did not find any trends against this product code related to this failure. A hardness test was conducted and fell within the means of the required specification. A secondary etch on this product indicates that it has been previously reworked for unknown reasons. The provided lot code indicates that this product was manufactured in july 2007. The root cause is being attributed to product wear out. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Tip broke off during surgery